Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device shows surface marks and deformation around the locking area. A dimensional inspection was not performed; the damage/deformation at several features of the device would not allow for accurate measurement. The device was manufactured in 2012. A definitive root cause cannot be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with a lateral patella dislocation. The patient underwent a medial patella-femoral ligament reconstruction revision surgery and exchanged the poly.